Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device alarmed with a s233 (over temperature error) malfunction alarm code and a grinding noise was noted. During a review of the device history a s233 alarm code was noted. The probable cause of the reported s233 alarm code was a broken fan assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code and a grinding noise. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.